Manufacturer narrative:
The pod arrived fully deployed. The exposed portion of the soft cannula was observed to be torn on both the left and right sides, where it was observed to leak. The timing and cause of the observed cannula tear could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, operating system: bp2a.250605.031.a3.s918usqu6eyi7, hardware: sm-s918u, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 417 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula.